Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with low blood glucose and she received a change sensor alert after a calibration not accepted. The customer¿s blood glucose level at the time of incident was 44mg/dl. The customer¿s other blood glucose level was 61mg/dl and 120mg/dl. The customer declined troubleshoot for low blood glucose. Both the sensor and insulin pump will not be returned for analysis.